Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed no disposable, clamp tubing. Per reporter they instructed the patient to stop and restart the device, but device continued to alarm. They then had the patient clamp the tubing, unlock the cassette and check for air in the line. Air was present. Tubing was massaged and cassette was tapped. Troubleshooting was repeated but the device continued to alarm. The reporter further noted that they instructed the patient to turn the pump off, clamp the tubing and call their doctor. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No event history log provided. No previous repair was noted for the last 12 months. A complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.